Event description:
It was reported that the pump was dropped and the screen became shattered. At the time of the call with tandem technical support the pump was still functional. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.